Event description:
The reporter contacted animas on (B)(6) 2014 alleging the patient experienced hyperglycemia with blood glucose measuring 30 mmol/l. It was determined by animas customer support that the elevated blood glucose was the result of a training/misuse issue. No product is being returned to the manufacturer for investigation. This complaint is being reported because the patient experienced hyperglycemia while on insulin pump therapy due to training/misuse of the insulin cartridge.

Manufacturer narrative:
The insulin cartridge is not been returned to animas for evaluation. However, if the device is returned, an evaluation shall be completed and a supplemental report will be filed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. No conclusions can be made at this time.